Manufacturer narrative:
Product complaint #(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product caused and/or contributed to the adverse events described in the article? Is the product code and lot number available for any of the ethicon devices used? Citation: acta otorrinolaringol esp. 2014;65(2):69-75 .

Event description:
It was reported in journal article (facial reanimation surgery with micro-vascular gracilis free flap for unilateral facial palsy), the authors present a case series of patients treated with gracilis muscle free flap with motor innervation by the masseteric nerve. The patient with facial paralysis underwent procedure on unknown date between 2010 and 2012. The technique used in all the cases was a microvascular gracilis free flap innervated by masseteric branch of the trigeminal nerve. In the surgical technique, the microvascular anastomosis of the muscle pedicle with the facial vessels is carried out, with equidistant sutures of 9/0 nylon. There was no microvascular suture failure, with a viability of 100% of the muscle flaps. Obturator-masseter nerve microanastomosis is performed using 7/0 polypropylene stitches. With respect to the nerve suture, the patient possibly experienced deficient nerve anastomosis produced considered due to delayed and limited commencement of movements. In this case of deficient nerve suture, movement began with a long delay (9 months). In addition, movement was slight for each vector (less than 4mm). However, the tone of the flap is adequate, conserving symmetry at rest and appropriate facial balance. Post operatively, the patient experienced hematoma, which was revised surgically. Additional information has been requested.